Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assist procedure, the device did not cut the tissue. The blade in the device did not retract after use. There was no patient injury.